Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced non-conversion with their current programming settings during a ventricular tachycardia (vt) event. The patient received four rounds of anti-tachycardia pacing (atp) and 5 shocks. All programmed therapy was delivered. The patient was admitted for further evaluation by cardiology. No adverse patient effects were reported. At this time, this device remains in service.